Event description:
The patient was undergoing a right shoulder arthroscopy and mini open rotator cuff repair. During the open procedure, the surgeon was using bio-corkscrew anchors to repair the rotator cuff, assisted by use of depuy mitek expressew suture needle, lot # w 908029. The tip of the expressew suture needle broke off in the shoulder joint, a fragment approximately 8-9mm in length. An x-ray of the right shoulder was taken and the small fragment was noted on the image. The surgeon performed a thorough visual inspection of the wound, as well as an arthroscopic search of the joint, but was unable to locate the metal fragment. The surgeon chose to close with the fragment retained in the patient.